Manufacturer narrative:
Integer was originally aware of the complaint event on (B)(6) 2018 but at the time the event was deemed not reportable based on the information provided. However, upon receipt and inspection of the complaint sample, it was discovered that the power adaptor was bent and therefore became reportable based on previously reported complaints. From inspection, it was observed there was material deformation on the power adaptor that may have been caused by using an incompatible power tool (not supplied by integer). A manufacturing review did not reveal any discrepancies. The observed bent power adaptor and deformation are not consistent with intended use. Thus, the event is attributed to user error caused or contributed to event. No further investigation is required. (B)(4).

Event description:
It was reported during a primary hip procedure that the instrument was sticking and it was hard to place a reamer on them correctly. The procedure was completed with another instrument and there were no adverse events reported as a result of the malfunction.